Manufacturer narrative:
Device was used for treatment, not diagnosis. Hofer, h., seibert, f., schweighofer, f, and paszincsnyek, t. (1994) the unreamed tibial nail (utn) in the treatment of lower leg fractures-preliminary experience. Langenbecks arch chir, volume 379: 32-37. This report is for unknown - unreamed tibial nail (utn)/unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article hofer, h., seibert, f., schweighofer, f, and paszincsnyek, t. (1994) the unreamed tibial nail (utn) in the treatment of lower leg fractures-preliminary experience. Langenbecks arch chir, volume 379: 32-37. The purpose of this article is to evaluate the treatment of lower leg fractures using unreamed tibial nail (utn). Between march 1992 and march 1993, thirty-three (33) lower leg fractures were stabilized by means of unreamed tibial nail (utn). There were eleven (11) females and twenty-two (22) males. The average patient age was 39.2 years (between 15 and 86 years old). The average follow-up was six (6) months postoperatively. This is report 2 of 2 for (B)(4). This report is for an unknown - unreamed tibial nail (utn) and refers to a (B)(6), male patient who had rotational instability in spite of primary proximal and distal locks.